Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple were pockets not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets were not detected on bus. A field service engineer (fse) verified the issue within the medical application and accessed the hardware test application for further diagnostics. The fse removed all cubies from the drawer and restarted the station. An user logged into the system and recovered the out-of-range and failed cubies by following system prompts. The fse reinstalled the cubies. A final functionality test was completed using the hardware test application, which confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.